Event description:
I would like to report the company dexcom as manufacturing dangerous, unreliable, and potentially life-threatening continuous glucose monitors. I use the dexcom g7 every day, and in my experience none of them have lasted the intended lifetime (10 days is the intended lifetime, and 15 days for their 15-day sensors). At their 7th day of use, they malfunction, causing sporadic and false glucose readings and repeated error codes. This is a dangerous and potentially life-threatening issue for many, including myself, who use an automated insulin pump that is connected to the dexcom g7 sensor, as insulin doses become based on false and unreliable readings (leading to potentially severe/life-threatening hypo- or hyperglycemia). I hope the FDA will intervene and require that dexcom fix this issue. As it is, the issue is currently very dangerous, and I hope it gets fixed before it occasions serious injury or death to one of dexcom's patients. Additional product details: dexcom g7 continuous glucose monitor.